Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), depression ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, depression, fatigue, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's past medical history included ovarian enlargement. Previously administered products included for birth control: medroxyprogesterone from 2010 to 2011, loestrin 24 fe in 2010, jolivette from 2009 to 2010, mirena from 2006 to 2008 and ortho evra patch. Concurrent conditions included obesity, pleurisy, sleep disorder since 2010, sleep excessive, muscle ache, vitamin d deficiency, wrist pain, chest pain, offensive vaginal discharge and prophylaxis. Concomitant products included norethisterone (jolivette-28) for birth control as well as hydrocodone from 2014 to 2017, paracetamol (acetaminophen) from 2014 to 2017, promethazine from 2010 to 2015, salbutamol (ventolin) from 2016 to 2018, sertraline, sulfadimidine (sulfamethazine) from 2010 to 2015, venlafaxine from 2017 to 2018 and zolpidem from 2010 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), ovarian cyst ("ovarian cyst"), weight increased ("weight gain / loss") and pelvic pain ("pain/pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), anxiety ("anxiety"), depression ("depression") and hormone level abnormal ("hormonal changes"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depressive symptom, fatigue, weight fluctuation, menorrhagia, urinary tract infection, migraine, headache, nausea, ovarian cyst, weight increased, pelvic pain and hormone level abnormal outcome was unknown, the dyspareunia and vaginal haemorrhage had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition. Current weight 272 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, ovarian cyst, back pain, headaches, nausea, abdominal pain, pelvic pain and uti, depression, dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's past medical history included ovarian enlargement. Previously administered products included for birth control: medroxyprogesterone from 2010 to 2011, loestrin 24 fe in 2010, jolivette from 2009 to 2010, mirena from 2006 to 2008 and ortho evra patch. Concurrent conditions included obesity, pleurisy, sleep disorder since 2010, sleep excessive, muscle ache, vitamin d deficiency, wrist pain, chest pain, offensive vaginal discharge and prophylaxis. Concomitant products included norethisterone (jolivette-28) for birth control as well as hydrocodone from 2014 to 2017, paracetamol (acetaminophen) from 2014 to 2017, promethazine from 2010 to 2015, salbutamol (ventolin) from 2016 to 2018, sertraline, sulfadimidine (sulfamethazine) from 2010 to 2015, venlafaxine from 2017 to 2018 and zolpidem from 2010 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), ovarian cyst ("ovarian cyst"), weight increased ("weight gain / loss") and pelvic pain ("pain/pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), anxiety ("anxiety"), depression ("depression") and hormone level abnormal ("hormonal changes"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depressive symptom, fatigue, weight fluctuation, menorrhagia, urinary tract infection, migraine, headache, nausea, ovarian cyst, weight increased, pelvic pain and hormone level abnormal outcome was unknown, the dyspareunia and vaginal haemorrhage had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition. Current weight 272 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, ovarian cyst, back pain, headaches, nausea, abdominal pain, pelvic pain and uti, depression, dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet received: reporters, lot number, demographic condition, event onset date, concomitant drugs, historical drugs, concomitant conditions, historical conditions and unstructured relevant test were added. The following events were also added: abnormal bleeding (vaginal, menorrhagia), uti, anxiety, depression, migraines, headaches, nausea, dysmenorrhea (cramping), ovarian cyst, weight gain, pain/pelvic pain, hormonal changes, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.